Event description:
It was reported that the patient noted a warm feeling at pocket. The patient had ins reinserted in 2012 because, she was in pain and the ins was loose. It was noted: "you could wrap it around." The patient had the same scar but felt that they moved it possible in further. Now one side was sticking out further. The patient put menthol patches on them to help the pain. The ins felt like it was loose again. The pain started about 1 year ago and it shoots down her left leg and her buttock hurt. The patient was also still constipated but the therapy was helping with urinating. The site did not feel swollen. The patient had not notified hcp (healthcare provider) about this. The hcp put in a mesh implant too and the patient was now having problems with this as well. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that 2012-(B)(6) "replanted". The patient was still having concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Product ID 3093-28 lot# v767679, implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the patient was reminded every time they sit, stand, lay on their left side or exercise, that they were in pain. The patient noted it had been 2 1/2 years since implant and they had suffered everyday. The patient noted it worked briefly and then started to move around inside of their body, then disconnected. The patient noted it was traumatic. It was decided something was wrong because it shouldn't have been rolling around and become disconnected eight months later. In (B)(6) 2012, it was removed then re-implanted. The patient had more discomfort going through the whole process over again. The patient endured more pain while they recuperated and from the incision and implant site. The pain radiated from the buttocks down to their leg. It was noted, again making the scar darker and the pain more strong. Within a year, it started to not work again. It was rolling around inside their body and disconnected. It was removed on (B)(6) 2013. The patient noted it was 6 months later, and they were still in pain. The scar was 3 inches long and very dark and could not be fixed. The patient noted the product was defective since it had to be removed twice. The device implant area had to be opened three times, leaving an ugly scar and extreme pain. It was noted that the implant did not work ever. The patient included 4 operative reports. First, from (B)(6) 2011: stage one interstim (placement of permanent lead for test trial) for pelvic floor dysfunction with hypotonic/atonic bladder and urinary retention and absence of obstruction. Second surgery was (B)(6) 2011, stage 2 interstim (implantation of permanent generator to lead already placed). Diagnosis was atonic bladder, responded well to interstim. Third surgery was (B)(6) 2012 revision of pocket for interstim battery. Diagnosis was interstim placed for severe frequency, urgency and urge urinary incontinence with excessive movement causing pain of the interstim battery. The procedure notes indicated they dissected down to the level of battery and brought the battery out of the pocket. The pocket was excessively large causing the movement, the majority of the pocket was inferior to the incision. They placed the battery with little snug for the battery, but they wanted to leave it that way and then just pushed the battery in a little further to make sure that it was well within the pocket and it would not migrate down. It was anchored. The fourth surgery was (B)(6) 2013 excision and removal of interstim battery and lead on patient's left s3 foramen and upper left buttock cheek. The diagnosis was pain associated with indwelling interstim no longer functioning. They opened the pocket where the battery was within. The battery was brought into the field, then with a flow gentle traction, the lead was pulled until it was withdrawn from the s3 foramen. It was done so intact. The lead was inspected to make sure all the components were in place. There were no parts of it that were missing.

Manufacturer narrative:
Product ID 3037, serial# unknown; product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was still experiencing pain and the pain while implanted was unbearable. The patient had been in pain since implant. It was stated that it never did work. It was clarified the device was re-implanted in (B)(6) 2012 and then removed on 2013 (B)(6). It was stated the patient had a 3-inch scar that was enormous and there was a big hole there. In addition to the pain, the patient also experienced a lot of discomfort. Additional review indicated that information reported under manufacturer report #3004209178-2014-05442 and #3004209178-2013-23723 pertained to the information captured under this report number. Any additional information received regarding this event will be reported under this number.